Manufacturer narrative:
The lot number has been provided. The device history records are being reviewed. The investigation is currently underway.

Event description:
It was reported that the vascular stent failed to deploy and a fragment of the stent remained in the vessel. No additional vascular stenting procedures were performed.